Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not involve an adverse event, reported by a pharmacy salesman (health care professional), who contacted the company with a product complaint (pc),concerns a patient of undisclosed age, gender and ethnicity. The patient was taking insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25), from a cartridge via humapen ergo ii with dose, route, frequency, indication for use, and start date not provided. In (B)(6) 2020, the patient found that the part of the cartridge holder which was connected to the needle was cracked and broken, and the blue soft touch was aging, and the injection screw was missing. (Pc(B)(4); lot number 1504d03) the issue was not primed by phone. The humapen ergo ii was returned to the manufacturer on 17may2021. The user of the device, training status, general model duration length of use and the suspect humapen ergo ii device length of use were not provided. The suspect humapen ergo ii device (lot number 1504d03) associated with product complaint (B)(4) was returned to the manufacturer on 17may2021. The reporting pharmacy salesman did not provide a relatedness statement. Edit 26may2021: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 06jul2021 in the b.5. Field. No further follow-up is planned. Evaluation summary: hcp reported on behalf of patient cartridge holder of patients humapen ergo ii penwas broken/missing injection screw.there was no reported adverse event.initial assessment of sample associated w/complaint found soft touch discolored/cracked w/evidence of excessive force/chemical exposure;injection screw was missing;cartridge holder/thread end was cracked w/evidence of excessive force;pen cap broke;pen housing cracked and not in normal position.there were no audible clicks when dialing dose;therefore complaint initially associated w/reportable malfunction of missing abd clicker which could lead to underdose.investigation of returned device(batch 1504d03/manufactured apr2015) by manufacturing site found pen housing cracked/multiple components were missing from device.an impact point/field damage was observed in proximity of cracked area of pen body.reportable malfunction of missing abd clicker is not confirmed since multiple components of pen were missing,including injection screw,abd clicker,abd spring,drive sleeve, and nut floating spring.without these components,device rendered inoperable.the beginning use date by user is unknown;however pen was manufactured in apr2015 based on appearance of returned complaint sample(soft touch damage w/evidence of excessive force/chemical exposure,cartridge holder damage w/evidence of excessive force,cracked pen housing, multiple missing pen parts, and broken cap), its apparent that pen has been used while in field for significant amount of time.therefore,non-reportable malfunction of pen confirmed due to damage in field.all humapen ergo ii pens are assessed for injection screw travel at end of manufacturing process,ensuring device functionality/dose accuracy w/high probability.a pen in condition of returned complaint pen would not have been released.core instructions for use provide proper care/storage instructions.there is evidence of improper use/storage.breakage of pen occurred while in the field (not related to manufacturing).

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4) this device case, which does not involve an adverse event, reported by a pharmacy salesman (health care professional), who contacted the company with a product complaint (pc),concerns a patient of undisclosed age, gender and ethnicity. The patient was taking insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25), from a cartridge via humapen ergo ii with dose, route, frequency, indication for use, and start date not provided. In (B)(6) 2020, the patient found that the part of the cartridge holder which was connected to the needle was cracked and broken, and the blue soft touch was aging, and the injection screw was missing. ((B)(4); lot number 1504d03) the issue was not primed by phone. The humapen ergo ii was returned to the manufacturer on 17may2021. The user of the device, training status, general model duration length of use and the suspect humapen ergo ii device length of use were not provided. The suspect humapen ergo ii device (lot number 1504d03) associated with product complaint (B)(4) was returned to the manufacturer on 17may2021. The reporting pharmacy salesman did not provide a relatedness statement. Edit 26may2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 30jun2021: additional information was received from the global product complaint database on 30jun2021 for the (B)(4). As a device specific safety summary was not provided by gps, the malfunction and malfunction type were not updated to no at this time. No new information provided. Update 06jul2021: additional information received on 02jul2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from yes/cirm to yes/not cirm. Added date of manufacturer for (B)(4) associated with lot 1504d03 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.